Manufacturer narrative:
No allegation of product malfunction or non conformance contributing to the reported event.

Event description:
Two weeks prior to the event, a left internal carotid aneurysm was successfully treated using stent assisted embolization and the pt was discharged home. The pt present with headache followed by a deep comatose state and required immediate intubation. A CT scan revealed an acute intraventricular hemorrhage, hemorrhage in the right basal ganglia region with no definite subarachnoid hemorrhage and mild to moderate ventriculomegaly consistent with developing hydrocephalus. A further CT scan found an acute hematoma lateral to the right lateral ventricle, intraventricular hemorrhage within the lateral third and fourth ventricles and diffuse brain swelling. A neurological examination found symptoms consistent with near brain death and a brain flow scan found "no flow above the upper carotids." The pt's condition continued to decline leading to death.

Manufacturer narrative:
Evaluation conclusions: other for anticipated procedural complication. The device history record review confirmed that the device met all material, assembly and performance specifications. The device remains implanted so was not available for analysis. From the information provided it can be concluded that the device was used in accordance with the labeling and that this did not cause or contribute to the reported event. A review of the labeling found that it contained language regarding the reported event. From the information provided, the procedure took place two weeks prior to the reported event as was considered a technical success. It is not possible to determine an exact cause for the reported hemorrhage but hemorrhage is a known procedural risk noted in the labeling so a root cause of anticipated procedural complication was assigned.